Event description:
During a therapeutic ercp, patient agen and gender unknown, the stone was captured with the trapezoid rx basket, would not crush and the safety tip did not come off. The handle, which was mounted in the alliance handgun, broke as a result of the force required in the attempt to crush the stone. The handle was cut, leaving the trapezoid trapped in the patient. A stent was inserted into the common bile duct. Two days later a repeat ercp was performed and both the basket and the stone were removed successfully without any adverse affects to the patient.